Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported her aviva system gave a blood glucose result of 263 mg/dl, retest result was 109 mg/dl on a friend's aviva within 10 minutes. No information was provided for the friend's aviva system. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.